Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that several months ago the rep had a hcp call them and he had recently implanted an interstim. The rep noted they came to find out the patient was allergic to titanium. The hcp wanted to know what could be done. The rep contacted technical services and was told about a program the manufacturer had for gold plating the device. The rep stated the necessary forms were sent to the rep, which were filled out and faxed in. The hcp noted they had to remove the battery from the patient due to pain issues, but now the patient had gone back to having to use a catheter. Additional information from the manufacturer representative (rep) reported it the implantable neurostimulator (ins) was probably removed around (B)(6). Additional information from the manufacturer representative (rep) reported they were not exactly sure when the patient first started experiencing the pain and allergic reaction, but it was quickly after implant on (B)(6) 2018. The rep noted the battery was removed and discarded, but the still reminded.